Event description:
Pt developed nausea and vague gi complaints during hemodialysis treatment. Treated with phenergan 12.5mgs IV. Discharged to home. Pt later presented at hosp. Hemolysis was identified.